Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed and was unable to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height matrix drawer failed to stay closed because the latch block and drawer close sensor were out of adjustment. A field service engineer adjusted both the latch and sensors to fix the issue. The system functioned as intended after the field service engineer repaired the device.